Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning can occur. Muscle and fibrous tissue laxity can also contribute to these conditions." "Wear and/or deformation of articulating surfaces can occur." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2015-01595 & 01596 & 01597).

Event description:
It was reported the patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2015 due to the ceramic modular head wearing through the cup. There was no evidence of the ceramic liner remaining except a small fragment. It is unknown what happened to the ceramic liner. The patient dislocated due to unknown reasons several times prior to the revision procedure. All parts were removed and replaced by competitor products.